Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct data included on the initial report. Per the legal manufacturer, the initially reported issue (the image is enlarged and flickers) has no potential to cause or contribute to death and serious injury if it were to recur. However, while on the phone with olympus technical assistance center, the customer also reported an unsupported scope error (e315). The new aware date for the e315 reportable event is 18-march-2021 after the legal manufactured assessed the phenomenon. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is highly likely that the e315 error code occurred due to a connection failure (for example, semi-insertion) between the cv-190 and the scope cable. There is also a possibility that a non-target ccd (charge-coupled device) was detected in cv-190 and the indicated phenomenon occurred.

Manufacturer narrative:
During a phone call with tac (technical assistance center) support engineer, the user was instructed to check the aspect ratio of the device and determined that the aspect ratio was not correct. Once the user changed the aspect ratio setting the issue was resolved. In addition, the unsupported scope error issue was checked by instructing the user to duplicate the issue, however, the reported error did not come up. The user was able to take a picture with no error. No other issues were reported. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was having unsupported scope error issue. The image is too zoomed in and the images flickered one time. There was no patient involvement on this event. No user injury reported.